Event description:
It was reported the system displayed a #1315 error message and reported the equipment stopped. It is likely the system shut down or locked up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.